Event description:
It was reported to philips that the system's c-arm movement failed due to a faulty geometry module. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the patient was moved to another room and the coronary diagnostic procedure was completed. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the tso (table side operation) geometry module. The fse replaced the tso geometry module and returned the system to use in good working order.